Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal replacement procedure when the lead was connected to this device out of range pace impedance measurements were noted. The valve had dropped off and remained in the device header when the physician pulled the connector out of the device. After confirming no issue with the lead via the pacing system analyzer (psa) the lead was once again connected to this device. The values appeared abnormal but within range. As the values were not out of range for this lead the lead continued to be used with this device. No adverse patient effects were reported.